Event description:
The customer returned the colonovideoscope to the service center for a separate issue, which does not indicate an MDR reportable event. However, during device analysis, an MDR reportable malfunction was identified, in which foreign material in the connecting tube was found. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: olympus detected this issue during device analysis, and there was no reportable customer product or allegation, therefore there is no information regarding the customer¿s reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.